Event description:
During surgery, surgeons detected odor like "plastic burning"; checked and found out smoke coming from defog/scope warmer while being used and a 5mm scope inside the warmer. Removed the item from field. Checked field for injury or burn to patient or drape. None seen. Item set aside and submitted to charge nurse.device was taken to biomed to cool off. The device was still warm to the touch, would not shut off and smelled of burning plastic.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.